Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was to report that they had a revision procedure done and their ins was moved sometime in the beginning of 2026. Caller further explained that they experienced a lot of pain near their ins implant site when laying down so the ins was moved to another location.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.